Manufacturer narrative:
(B)(4). Lot 14m004 was manufactured from november 3, 2014 to november 4, 2014. The affected device was received for evaluation. Visual inspection on the unit via the naked eye noted a white particle approximately 0.25 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its elastomeric balloon. The device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.